Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power on. The cause for the failure was isolated to physically damaged c22 terminal pads on the monitor defib board. The root cause for the physically damaged c22 terminal pads was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.